Manufacturer narrative:
D10: 320-38-03 - 145-deg pe 38mm hum liner +2.5: (B)(6). 320-10-10 - equi reverse tray adapter plate tray +10: (B)(6). 320-01-38 - equi reverse 38mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced a humeral fracture. Reportedly, the patient had been doing well until 3 weeks ago: started experiencing pain and loss of rom/function without any trauma. As a result, approximately 14 years after initial replacement, the patient was placed in an orthopedic brace. No further impact to the patient was reported. No other information is available.